Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that she was having issues with three or more reservoirs. The customer reported that the reservoirs were not turning in to lock. The customer declined to provide the blood glucose levels. The customer reported that the part with the o-rings just fell out. The customer requested to replace four reservoirs. The reservoirs will not be returned for analysis.